Manufacturer narrative:
It was reported that the planned acetabular cup did not achieve adequate fixation. The surgeon chose to utilize another cup from a different company. Review of the device history record indicates that device was manufactured to specification.

Event description:
It was reported that the planned acetabular cup did not achieve adequate fixation. The surgeon chose to utilize another cup from a different company.